Event description:
Healthcare professional reported a right side implant exchange from textured to smooth due to the concerns of the product. Healthcare professional later reported a capsular contracture, baker grade IV, ¿capsule and consists of white plastic material grossly resembling a breast capsule", "benign lymphohistiocytic inflammation", "right breast seroma fluid from intracapsular layer and consists of yellow fluid¿ and ¿right implant accidentally cut on back table when cutting capsule¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ rupture ndr: not applicable as the event is not related to the device. ¿ use error: one opening on anterior side assessed as surgical damage. ¿ inflammation/irritation: unable to observe as it is not related to the device. Additional observations: ¿ wear abrasion observed. ¿ creases were observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued h.6: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma-late.

Event description:
Healthcare professional reported a right side implant exchange from textured to smooth due to the concerns of the product. Healthcare professional later reported a capsular contracture, baker grade IV, ¿capsule and consists of white plastic material grossly resembling a breast capsule", "benign lymphohistiocytic inflammation", "right breast seroma fluid from intracapsular layer and consists of yellow fluid¿ and ¿right implant accidentally cut on back table when cutting capsule¿. Device has been explanted.